Event description:
Customer reported that the device is not powering on when on just battery. There was no pt associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed proper device operation through functional and performance testing. Physio could not confirm or replicate the reported problem, and root cause could not be determined. The device was returned to the customer for use.